Event description:
During a remote follow up, a diagnostic alert was observed. Technical support was contacted and noted that if the lv capconfirm had been turned off, this alert may be displayed if there hasn¿t been a threshold test made within 24 hours of the transmission. No intervention was performed. The patient was stable and will continue being monitored.